Event description:
It was reported to philips the device showed a therapy delivered failure error. There was no patient involvement. This issue was reported by the customer in medwatch #mw5095195. Four additional heartstart xl+ devices had the same issue which were addressed in (B)(4) (MFR report #1218950-2020-06169), (B)(4) (MFR report #1218950-2020-06171), (B)(4) (MFR report #1218950-2020-06172), (B)(4) (MFR report #1218950-2020-06173).